Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date estimated; reported as beginning of (B)(6). Difficulty to deflate the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. The device was not returned for analysis and a conclusive cause could not be determined however there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. All stent delivery systems are visually inspected for damage and leak tested. Additionally, a sampling of units is destructively tested to verify balloon deflation times.

Event description:
It was reported that during a procedure of the moderately tortuous, proximal left anterior descending artery, after pre-dilatation of the lesion, the 3.0 mm x 18 mm xience prime stent was deployed, however, the balloon was slow to deflate. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.